Manufacturer narrative:
The devices associated with this report event were not returned. A search of the complaint database found no prior reports for all the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address instability and loosening of the patella.